Event description:
A customer reported an error message indicating the insulin cartridge was empty, despite being full, which led to the disposal of insulin. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting and follow-up support, and no additional corrective actions were undertaken by technical support.